Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination revealed that the stent was damaged distally. One strut at the most distal row was lifted up. No other issues were noted with the crimped stent, tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary intervention procedure, the device was unable to cross the lesion. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. The lesion was pre-dilated with a .015 non-bsc balloon catheter. This 2.50x20mm promus element stent delivery system was selected; however, the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complication were reported and the patients status is stable. However, returned device analysis revealed stent damage.